Event description:
The pt's daughter reported the system had been replaced due to an infection. Specific pt symptoms or treatment received in 1999 were not provided. The hcp reported the pt had received treatment with IV antibiotics and the system had been explanted. The hcp confirmed the pt had another system implanted at a later date. Specific symptoms were not reported but the pt had been followed by an infection control specialist at the time of onset.